Manufacturer narrative:
(B)(4).

Event description:
It was reported that an imaging catheter stuck in stent occurred. The 75-90% stenosed target lesion was located in a moderately tortuous and lightly calcified left circumflex (lcx) artery. An opticross¿ imaging catheter was selected for use. Following deployment of a 2.25x12mm unknown stent at the distal lcx and a non bsc stent at the proximal lcx, the physician inserted the opticross¿ imaging catheter to perform intravascular ultrasound and no stent malposition was confirmed. However, upon withdrawal of the opticross¿ imaging catheter, it was noticed that the guidewire was bent at the guidewire exit hole of the imaging catheter and subsequently, the imaging catheter was stuck in the implanted non bsc stent. The physician cut the imaging catheter, removed the introducer sheath and inserted an unknown guidewire through the imaging catheter. The physician then pushed the guidewire and removed the opticross¿ imaging catheter from being stuck. An unknown stent was then implanted at the stuck area of the implanted non-bsc stent in proximal lcx. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Updated: device evaluated by MFR.?, eval summary attached, method codes, result codes and conclusion code. Device evaluated by MFR.: the device was received for analysis has catheter detached (the sheath assembly only was returned). A damage was observed on the guidewire exit port assembly. A test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
It was reported that an imaging catheter stuck in stent occurred. The 75-90% stenosed target lesion was located in a moderately tortuous and lightly calcified left circumflex (lcx) artery. An opticross imaging catheter was selected for use. Following deployment of a 2.25x12mm unknown stent at the distal lcx and a non bsc stent at the proximal lcx, the physician inserted the opticross imaging catheter to perform intravascular ultrasound and no stent malapposition was confirmed. However, upon withdrawal of the opticross imaging catheter, it was noticed that the guidewire was bent at the guidewire exit hole of the imaging catheter and subsequently, the imaging catheter was stuck in the implanted non bsc stent. The physician cut the imaging catheter, removed the introducer sheath and inserted an unknown guidewire through the imaging catheter. The physician then pushed the guidewire and removed the opticross imaging catheter from being stuck. An unknown stent was then implanted at the stuck area of the implanted non-bsc stent in proximal lcx. No patient complications were reported and the patient's status is good.